Event description:
The customer reported that the 840 ventilator had a blank screen. The device was not in use on a patient when the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference #: (B)(4).